Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol mesh ¿ composix (device # 1). Additional emdrs were submitted to represent the bard/davol mesh ¿ composix kugel (device # 2), bard/davol mesh ¿ ventralex (device # 3) and bard/davol mesh ¿ composix (device # 4). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/ davol composite (composix) (x2), composix kugel hernia patch and ventralex on (B)(6) 2004 and/or (B)(6) 2005 and/or (B)(6) 2008 and/or (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against all devices. It is alleged that the mesh was explanted on (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.